Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostics anomaly. It was noted that the patient received several shocks during surgery from most likely cautery over sensing. A firmware download was performed to reset the device. The patient was in stable condition.